Event description:
It was reported that during a lap colon procedure, the clip was dropping out from the jaws. It was not noted how the case was completed. Pt consequence unk.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.